Event description:
Information was received from a consumer regarding a patient receiving dilaudid and bupivacaine via an implanted pump. The indication for pump use was other chronic/intractable pain (trunk/limbs) and non-malignant pain. It was reported that the patient¿s pump was replaced because the catheter plugged up, so a new pump and catheter were implanted. Per the patient, it was thought that the catheter became occluded because they started compounding the medication in the pump. The patient stated that the pump was for his ¿bad neuropathy due to a bad surgery¿ and they discovered that bupivacaine and dilaudid completely took care of his foot pain and it worked great, but then ¿it clogged up and nobody could figure it out¿. He stated that he got very ill with withdrawal type symptoms and spent 2 months in bed curled up sick. His symptoms began about (B)(6) 2018, and they found the occlusion toward the end of (B)(6) 2018 and then they got him in for surgery the following monday. His hcp (healthcare provider) had checked the pump, and everything was fine, but the catheter wasn't checked until his friend suggested that they check the catheter. Per the patient, it was so clogged that they couldn't pull the drug out of the catheter to do a dye study. The neurosurgeon cut the catheter to see where the clog was, and it was halfway between the pump and where it was inserted into the spine. Per the patient, ¿all of the medication was coming out around the connection between the pump and the catheter, the pump was swirling in a pool of it".

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2018,product type: catheter. The main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-dec-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.